Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) clarifying that both inss have been overdischarged twice. The action taken to resolve the overdischarges was the physician recovered the inss from the overdischarge at the hospital. The cause of the inss becoming overdischarged was not determined. The cause of the right ins heating during recharging was not determined. It was unknown if the right ins heating during recharging resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# unknown, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a consumer via the company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome. It was reported that the patient had two inss implanted, and each ins was implanted on (B)(6) 2014 and (B)(6) 2016 respectively. The patient visited the hospital since the ins in the right abdomen became unable to be charged, however, the issue was not resolved at that time. It was noted that the inss have been helpful for the chronic pain. The patient had undergone a follow-up in (B)(6) and thus overdischarge of the device could not have happened. Although the issue was confirmed by the patient on (B)(6) (interrogation was attempted using n¿vision but could not be updated. Then the details at the hospital were confirmed by the patient), the issue had occurred before this date. The patient did not have the charger, patient programmer or the patient¿s note for the devices, and thus no intervention such as recovery from overdischarge or checking detailed data could be performed then. No x-ray images were available. There were no external factors that contributed to the issue. Recovery for the overdischarge was going to be performed on (B)(6). No interventions or actions were taken to resolve the event. No surgical intervention occurred, nor was planned. The patient was alive with no injury. Additional information was received on june 9th reporting overdischarge had occurred before the event. At this time, overdischarge occurred the second time and was resolved. The device worked normally. However, the patient claimed that the device was heating during recharge frequently. When the patient touched the device, the patient felt the device was heating. "X" mark was indicated and after some time the device was recharged otherwise the device was not able to be recharged. The left sided device was used normally without heat, however, right sided device only was heating. The attending physician asked the rep what the cause of the event was. The device settings were: group a 20hz 1, 0,1,2,3,4,5,6,(minus/negative), 7(plus/positive), 1.0 v,300 microsecond 1,8,9,10,11,12,13,14,(minus/negative), 15(plus/positive, 2.2 v, 300 microsecond. No further complications were reported or anticipated.